Event description:
The customer reported that several acuity systems had patients dropped off the network. After dialing into the customer systems, tech support found that multiple access points had been having communication interruptions. An access point is a wireless transceiver that enables wireless connection of bedside monitors to acuity. These interruptions caused the customer to lose the ability to monitor some patients from a central location in multiple instances. In each case where they lost communication, the acuity central station alerted the user. Although centralized monitoring was lost, bedside monitoring continued. The communication difficulties began soon after we configured a remote status monitoring system called alertech. There was no report of patient harm associated with this problem.

Manufacturer narrative:
Method: we did not receive the device back for investigation. Our investigation proceeded through interviews with on-site staff and review of configuration files. Conclusion: device misconfiguration caused the loss of centralized monitoring. The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The customer reported that several acuity systems had patients dropping off the network. After dialing into the customer systems, tech support found that multiple access points had been having communication interruptions. An access point is a wireless transceiver that enables wireless connection of bedside monitors to acuity. These interruptions caused the customer to lose the ability to monitor some patients from a central location in multiple instances. In each case where they lost communication, the acuity central station alerted the user. The communication difficulties began soon after we configured and installed a remote status monitoring system called alertech. Investigation determined that the ip (internet protocol) address assigned to alertech had been assigned to an access point controller. An access point controller is a network communications device that controls and directs communications between access points and the rest of the acuity network. With two network components having the same address, network messages did not always reach the intended destination device, resulting in communication loss. We resolved issue by reassigning the alertech ip address to an unused location.